Event description:
After medical records were reviewed, it was found that the valve was explanted for severe pvl with a "mobile lesion" on one of the tavr leaflets. Surgical explant was decided upon due to the unknown nature of the mobile lesion vs. Valve in valve tavr. The patient was discharged in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on medical review. The following sections of this report have been updated: corrected h6 clinical code, device code(s) and investigation conclusions. Added information to b5 and b7. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. After medical records were reviewed, it was found that the valve was explanted for severe pvl with a "mobile lesion" on one of the tavr leaflets. Surgical explant was decided upon due to the unknown nature of the mobile lesion vs. Valve in valve tavr. The patient was discharged in stable condition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
Initially reported, approximately 11 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, patient presented with shortness of breath and moderate to severe paravalvular leak (pvl) as per echo (tee). At that time, there was no intervention required. Approximately 1 month later, moderate to severe pvl was noted and the sapien 3 valve was explanted, and an edwards aortic surgical valve was implanted. The exact cause of the explant s3 valve is unknown. Additional records have been requested.